Manufacturer narrative:
Upon investigating the incident, it was determined that the server did not receive all new orders for patient medications. A technical support specialist (tss) confirmed that the issue originated from the meditech end. The meditech team had dialed into the correct server. It was found that a corrupt database on the customer¿s side caused the delay, which lasted approximately four hours. No data was lost, and all information was successfully transmitted downstream to pyxis and other systems. The tss confirmed that the issue was resolved by the meditech team. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server not receiving all new order for patient medications. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.